Event description:
During a peripheral treatment procedure to implant a 12 fr jugular titanium greenfield vena cava filter, deplyment difficulties were encountered. After deployment, the filter did not open in the inferior vena cava, therefore, another jugular titanium greenfield vena cava filter was placed above the renal veins. The physician stated that when the carrier handle was retracted and half of the filter deployed, it apeared that the filter was not opening as usual. There was no obstruction (clot) ahead of the filter and the filter was fully released. He stated that it was unlikely that the filter was incorrectly positioned into the tertiary (ovarian) veins or that the filter legs were crossed. The procedure was successfully completed. No pt injuries or complications were reported. Current pt status is 'good'.